Event description:
The customer stated that the pressure of the tumescent pump while delivering tumescent was not infusing at a high enough pressure even at full power. No patient injury was noted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device was received for evaluation. The pump head roller was found defective.